Event description:
On (B)(6) 2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Manufacturer narrative:
The pump was received on 3/5/2024. Analysis of the returned device was completed on 3/29/2024. The event log was reviewed, and there were lines that indicate an abrupt power off took place inside of it. Line 476 has a log_event_on without a log_event_off before it. It took place 31 hours into the infusion. During functional testing, the reported problem was not duplicated. A new 20 ml infusion ran until completion without an abrupt power off taking place at any point.